Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to connect wall adapter to a known working outlet for at least 30 minutes and then attempt to update pump, but customer declined to proceed and no further actions were taken.